Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Blood loss is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient developed a large hemorrhage through the stoma and patient was taken to the hospital. The patient had a very low hemoglobin and was fasting with the pump disconnected. It was reported (B)(6) 2019 that the patient had been hospitalized. An endoscopy revealed the capillary had been punctured during peg intervention and had started to bleed but was not visible until the blood started coming out through the stoma and the patient started feeling bad. With the same endoscopy the capillary was cauterized which resolved the bleed. As a result, the patient suffered a heavy anemia, received a blood transfusion and the hemoglobin increased. On (B)(6) 2019 the patient was discharged and feels much better.